Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had an appointment with a healthcare provider (hcp) on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that in (B)(6) 2018, the patient noticed the ins had shifted, can be seen under the skin, and has been bothering the patient. This was due to the patient having an unrelated major surgery in (B)(6) 2018, which resulted in the patient getting a colostomy bag and losing over 20 pounds. They were redirected to see a doctor to assess the device and discuss alternative options for therapy. No further complications were reported or anticipated.